Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 722 mg/dl at the time of hospitalization. The customer reported waking up to high blood glucose that could not be lowered. Customer's blood glucose was 426 mg/dl after waking up. The customer reported observing a bent cannula after an infusion set change. The customer's current blood glucose was 246 mg/dl. The customer was treated with an IV and manual injections. Troubleshooting found the insulin pump passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.